Manufacturer narrative:
The sample is available for eval. Additional info regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
The facility had issues with the spring mechanism, as it popped out without any pressure on the switch. This issue resulted in the needle rebounding and a needlestick to the clinician.